Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in two episodes of bacterial peritonitis. The breach in aseptic technique was not further described. The patient has recovered from the previous episode of bacterial peritonitis. Approximately a month after the previous bacterial peritonitis episode, the patient experienced bacterial peritonitis again. The same day as the event onset, the patient was hospitalized and treated with fluconazole, vancomycin and cefazolin for the event. At the time of this report, the patient has not recovered from the current bacterial peritonitis episode. Action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.